Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Allergan is unable to follow up; therefore, additional event, product, or patient details are not attainable. Allergan has initiated an investigation into this late report.

Event description:
Consumer forwarded an online forum discussion in which a patient reported via online internet forum ¿no implant casing present any more, contents completely liquefied and only still retained by the thin capsule¿, and "misery/pain and anxiety". The left side device has been explanted.